Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubies on two trays were not locking in place. The field service engineer (fse) identified that the spring was not in correct position and reseated the locking spring correctly and tested the trays. Cubies were confirmed to lock properly, and the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie was not locking into pocket. There were no adverse events or injuries reported based on this event.